Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery intermittently could not be charged without maneuvering the cable into the charging port, and subsequently the pump shutdown. Reportedly, the pump registered a high blood glucose (bg) reading; value was not provided. The customer administered manual injections and consumed water to treat the elevated bg. Additionally, the customer required intervention from the contact due to the customer feeling "incapacitated." The customer continued to use the pump for insulin therapy.